Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The customer reported problem 'failed the distal occlusion pm' could not be confirmed through the event history log but it was duplicated during investigation. The device failed flow accuracy test for 125ml/hr rate within over 5% accuracy error as per swi 105-005. Troubleshooting the device revealed that the assignable cause to be out of adjustment pressure plates travel, pressure plates travel were adjusted to fix the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. The test was repeated with new tubing and still failed. Readings were high at 20 pounds per square inch (psi) to 22.19 (psi). The event happened during preventative maintenance tests in the biomedical service department. There was no patient involvement. No additional information is available.